Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they were doing a circulation pump replacement and noticed the water was dirty and wanted to know if they have an internal filter to replace while they were in there. Per ttm report, biomed stated device will not fill.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported issue could not be determined. Per technical support under wo-(B)(4), biomed just replaced the circulation pump mixing pump and heater and it won't fill, the inlet pressure (ip) was reading -12.6, coming in for assessment of the pressure transducer. Coming in for assessment of the pressure transducer since its reading -12.6. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: b, d, e, f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing preventive maintenance and drained arctic sun device. Trying to fill but device was not taking up water. Transferred for assistance, sn #(B)(6). Per follow up information received via task on 02apr2025, per technical support under wo-(B)(4), biomed stated that they were doing a circulation pump replacement and noticed the water was dirty and wanted to know if they have an internal filter to replace while they were in there. Per technical support under wo-(B)(4), biomed just replaced the circulation pump mixing pump and heater and it won't fill, the inlet pressure (ip) was reading -12.6, coming in for assessment of the pressure transducer. Coming in for assessment of the pressure transducer since its reading -12.6.